Event description:
The device was being utilized to facilitate placement of a central line. The wire guide was advanced into the right arm. During placement, the wire guide curled onto itself and knotted. The wire guide was surgically removed from the pt's right arm.